Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Handle for broach is loose.

Manufacturer narrative:
Examination and functional testing of the returned device confirms the handle will not lock onto a mating broach and hold securely. Previous investigations have determined that the handles may be experiencing some unforeseen use in the o.r. Setting beyond what is considered normal wear and tear. With the increasing occurrence of lower-visibility small incision cases, it is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. In all cases, if these orientation features are not aligned properly, the cam will lock incorrectly onto the broach, or that extra pressures are placed on the leaf spring component, leading to deformation of the leaf spring. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. With correct use, the leaf spring will only flex a few millimeters. The lot number indicates a 2010 manufacture date and is 5 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.